Event description:
It was reported to boston scientific in 2006, that upon placement of a vaxcel chest port, the locking collar cracked while being connected to the catheter. The physician then removed the port and catheter, tunneled another catheter and successfully implanted a competitor's product. It was noted that no patient injury occurred due to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.